Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and increased thresholds. This lead noise was also noted to have been oversensed. The lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.